Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the operating room. The peel-away sheath in the tray has had issues a few times. When the dilator is removed, the inner silicone piece tears in half which allows blood to "shoot out". The valve is being compromised allowing air in and blood out. Since the physician knows this may occur he has his finger readily available to place over the opening. The sheath is no longer acting as a valved sheath. The procedure was completed successfully. There were no delays in treatment and no patient death or complications reported. It is not known how many times this has occurred.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event could not be confirmed. The customer returned a smartseal sheath that had been peeled down the entire body length and was in two separate pieces. The valve and dilator were not returned. The sheath body appears to have been peeled correctly. No defects or anomalies were observed inside the hub. The provided instructions cautions that dilators and catheters should be removed slowly from the sheath since rapid removal may damage the valve resulting in blood flow through the valve. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a complete sample. No further action will be taken.